Event description:
Based on medical records provided by the hospital, the patient underwent tavr procedure to treat bicuspid aortic valve stenosis in preparation of gastrointestinal (gi) surgery (colon resection and hysterectomy with reconnection of gi tract). No issues stated post tavr. The thv was explanted approximately 1 month post tavr due to endocarditis. The patient was admitted with sepsis due to streptococcus viridans confirmed by blood cultures resulting in endocarditis of the thv valve. The tee confirmed vegetations on the thv valve and the MRI showed embolic strokes due to the endocarditis and demand ischemia from the infectious process. Additionally, the patient went into complete heart block while in septic shock and a temporary pacing wire was placed. The extent of the infection went into the aortic root with abscess and required extensive repair during explant. Although the exact cause of death was not stated, the complications from systemic septic shock largely contributed to the death. The family elected to withdraw care. Early endocarditis due to streptococcus viridans was confirmed with blood cultures. This bacteria is largely found in the mouth and is likely to cause endocarditis. A memo from the edwards microbiology team was obtained that dissociates the edwards valve from the infection as this bacteria cannot survive edwards sterilization process.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: b.4, g.6, and h.2. Microbiology findings revealed the cause of the endocarditis was streptococcus viridians. There was no allegation or indication an ew product malfunction caused or contributed to the patient death. Based on the microbiology results, this event is no longer considered to be FDA reportable.

Event description:
As reported by implant patient registry, approximately 28 days post transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, the s3ur was explanted and replaced with an edwards surgical valve. Per the explant surgeon's note received, the patient's death was due to ''endocarditis related to tavr valve.''

Manufacturer narrative:
Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Considering this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product sterility non-conformance contributed to this adverse event. Due to the limited information provided, the cause of the endocarditis is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.